Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, the device safety was attempted to be activated but appears to not have fully activated, a needlestick occurred. Standard protocol being followed for employee monitoring. She did then attempt to re-activate and while it appeared to she obviously did not attempt to test/validate. No other information was provided.